Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker did observed that the device had an event code logged in its memory. The event code logged in the device's memory is indicative of a failure of the device to deliver defibrillation energy. As a result, defibrillation therapy may not be available, if needed. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue and the observed issue could not be determined.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.